Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag back filled during recirculation. The reporter stated the saline bag filled due to a constant filling program that occurred after machine completed self test and sat recirculating for about 10 minutes waiting for patient hook up. This happened with the second treatment of the day. There was no patient involvement. The machine's air chamber and valve 43 were changed.